Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia to 400 mg/dl and observed insulin leaking from the pump after refilling and reusing cartridges, with subcutaneous insulin via pen used as backup. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for alternative insulin administration. Customer care agent provided customer counseling regarding proper use of single-use cartridges and the potential for leakage and interrupted delivery when refilling. Investigation of this case revealed a probable use-related problem of refilling single-use cartridges leading to leakage and inadequate insulin delivery from the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling associated with reuse of disposable cartridges.